Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on december 26, 2022, that a wallflex biliary rx fully covered stent was implanted in the distal bile duct to treat a malignant stenosis due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tight and severely tortuous and was not dilated prior to stent placement. During the procedure, resistance was felt, and the physician had difficulty advancing the delivery system through the stricture. The walflex biliary stent was able to be deployed; however, it was noted that the stent did not fully expand. The physician attempted to remove the stent with forceps and snares but there was resistance. Per the physician's assessment, there might be a risk of bleeding, and therefore, stent removal was not continued. A second wallflex biliary stent of different size was used and deployed inside the first wallflex biliary stent. The physician then confirmed complete expansion of the first wallflex biliary stent. Both stents remained inside the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.